Event description:
A user facility biomedical technician (biomed) reported that there was no power going to the usb port for the clic on the front of a 2008t hemodialysis (hd) machine. The biomed tried swapping out the usb port, but this did not resolve the issue. Upon further inspection, the biomed discovered a burnt spot on a fuse on the right side of the l18, right of the p41 spot. The biomed said it looked charred/blackened. The biomed replaced the function board and this fixed the reported issue. There were no other signs of damage during the internal inspection of the machine. The biomed stated there was no burning smell. In addition, there was no evidence of any smoke, sparks, or flames. The biomed confirmed the board was an original fresenius part. This machine has not had any past problems with failing the electrical leakage test. The biomed confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The machine has 24,037 operating hours on it. After completing the repair, the machine was returned to service. A photo of the board was provided for review and the biomed stated the damaged board would be sent back for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported that there was no power going to the usb port for the clic on the front of a 2008t hemodialysis (hd) machine. The biomed tried swapping out the usb port, but this did not resolve the issue. Upon further inspection, the biomed discovered a burnt spot on a fuse on the right side of the l18, right of the p41 spot. The biomed said it looked charred/blackened. The biomed replaced the function board and this fixed the reported issue. There were no other signs of damage during the internal inspection of the machine. The biomed stated there was no burning smell. In addition, there was no evidence of any smoke, sparks, or flames. The biomed confirmed the board was an original fresenius part. This machine has not had any past problems with failing the electrical leakage test. The biomed confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The machine has 24,037 operating hours on it. After completing the repair, the machine was returned to service. A photo of the board was provided for review and the biomed stated the damaged board would be sent back for evaluation.